Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient had been feeling worsening pain and an inability to walk. The patient hadn¿t had stimulation on in a couple of weeks and blamed the stimulation for his pain. It was unknown when the issue began. It was noted that the patient might choose to seek legal counsel. A manufacturing representative was going to meet the patient at a new physician¿s office in two days. The patient was dismissed by his healthcare provider (hcp) and didn¿t have a managing physician. It was reported at a later date that the patient¿s system was explanted on (B)(6) 2014. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.